Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, high pacing thresholds were observed. The physician made multiple attempts to reposition the lead and, after encountering helix extension difficulty, was finally successful in placing the lead in the atrium. After the lead was connected to the device, noise, poor amplitudes, loss of capture, and high out of range pacing impedances greater than 2000 ohms were observed. A conductor fracture was suspected. The ra lead was reprogrammed to only provide sensing and was left in service. No adverse patient effects were reported.